Event description:
The healthcare professional reports the implant was inserted (B)(6) 2025 in the patient's mouth. On (B)(6) 2025, loss of osseointegration was reported on tooth #10. According to the information, the patient is halthy. Observed during the event: bone loss, mobility, infection. The device was forwarded to the manufacturer. No patient operative or post-operative complications reported.